Event description:
It was reported that an unspecified amount of unspecified bd nano¿ pen needles were difficult to operate during use. The following information was provided by the initial reporter: "I buy bd nano pen needles. They have been lacking in quality. I can go through 2-3 tips each time I need to use them which is 3-4 times per day and only 1 works".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter name and address: the customer's address is unknown. New jersey, USA has been used as a default. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified amount of unspecified bd nano¿ pen needles were difficult to operate during use. The following information was provided by the initial reporter: "I buy bd nano pen needles... They have been lacking in quality. I can go through 2-3 tips each time I need to use them which is 3-4 times per day and only 1 works."

Manufacturer narrative:
H6: investigation summary no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.